Event description:
This initial report was submitted on the incorrect model/serial of device. This event has been updated with the correct model/serial of device. This event will be closed as a duplicate.

Manufacturer narrative:
This event was discovered to have a been a duplicate to the information provided in complaint (B)(4). As this event is a duplicate, it no longer meets medical device vigilance reporting criteria. The subsequent analysis results will be provided in the reports associated with complaint (B)(4).

Event description:
It was reported during a routine pacemaker device implant, prior to wound closure, this pacemaker was an attempted implant due to exhibiting over-sensing of noise, and pacing not delivered when required. The physician suspected a connection issue. A different pacemaker was implanted successfully. Besides prolonged surgery, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.